Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity. The cause is unknown.

Event description:
It was reported that the device was removed and replaced due to battery depletion. It was further reported that there was high threshold on the left ventricular lead. The lead remains in use and no patient complications have been reported as a result of this event.